Manufacturer narrative:
A crack was found on the top housing. It could not be determined when or how this crack occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 350 mg/dl while wearing the pod for an unknown amount of time. The patient mentioned passed out and there troponin was elevated. The patient was treated with insulin, fluids and had scans. The patient was also prescribed electrolyte and cardiac drug. The patient was released four days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.